Manufacturer narrative:
The field service rep determined the analyzer was contaminated and performed decontamination. To verify the analyzer performance, calibration and qc were tested with acceptable results and a pt sample was tested on this analyzer and the other c501 with calcium results within 0.1 mg per dl of each other.

Event description:
The user noted a high bias for pt calcium results and provided data for 13 serum samples in 7 cc gel serum separator plastic tubes. Of the data provided, the results for 11 were discrepant. All repeat testing was performed on cobas 6000 (B) (4). All results are in mg per dl. Initial result was 10.6, repeat result was 8.8. The initial results were reported to the care providers and corrected reports reflecting the rerun results were issued. The user stated there had been no reports of injury of any type to the pts involved.

Manufacturer narrative:
The field service rep determined the analyzer was contaminated and performed decontamination. To verify the analyzer performance, calibration and qc were tested with acceptable results and a pt sample was tested on this analyzer and the other c501 with calcium results within 0.1 mg per dl of each other.

Manufacturer narrative:
The field service rep determined the analyzer was contaminated and performed decontamination. To verify the analyzer performance, calibration and qc were tested with acceptable results and a pt sample was tested on this analyzer and the other c501 with calcium results within 0.1 mg per dl of each other.

Manufacturer narrative:
The field service rep determined the analyzer was contaminated and performed decontamination. To verify the analyzer performance, calibration and qc were tested with acceptable results and a pt sample was tested on this analyzer and the other c501 with calcium results within 0.1 mg per dl of each other.

Manufacturer narrative:
The field service rep determined the analyzer was contaminated and performed decontamination. To verify the analyzer performance, calibration and qc were tested with acceptable results and a pt sample was tested on this analyzer and the other c501 with calcium results within 0.1 mg per dl of each other.

Manufacturer narrative:
The field service rep determined the analyzer was contaminated and performed decontamination. To verify the analyzer performance, calibration and qc were tested with acceptable results and a pt sample was tested on this analyzer and the other c501 with calcium results within 0.1 mg per dl of each other.

Manufacturer narrative:
The field service rep determined the analyzer was contaminated and performed decontamination. To verify the analyzer performance, calibration and qc were tested with acceptable results and a pt sample was tested on this analyzer and the other c501 with calcium results within 0.1 mg per dl of each other.

Manufacturer narrative:
The field service rep determined the analyzer was contaminated and performed decontamination. To verify the analyzer performance, calibration and qc were tested with acceptable results and a pt sample was tested on this analyzer and the other c501 with calcium results within 0.1 mg per dl of each other.

Manufacturer narrative:
The field service rep determined the analyzer was contaminated and performed decontamination. To verify the analyzer performance, calibration and qc were tested with acceptable results and a pt sample was tested on this analyzer and the other c501 with calcium results within 0.1 mg per dl of each other.

Manufacturer narrative:
The field service rep determined the analyzer was contaminated and performed decontamination. To verify the analyzer performance, calibration and qc were tested with acceptable results and a pt sample was tested on this analyzer and the other c501 with calcium results within 0.1 mg per dl of each other.

Manufacturer narrative:
The field service rep determined the analyzer was contaminated and performed decontamination. To verify the analyzer performance, calibration and qc were tested with acceptable results and a pt sample was tested on this analyzer and the other c501 with calcium results within 0.1 mg per dl of each other.

Event description:
The user noted a high bias for pt calcium results and provided data for 13 serum samples in 7 cc gel serum separator plastic tubes. Of the data provided, the results for 11 were discrepant. All repeat testing was performed on cobas 6000 (B) (4). All results are in mg per dl. Initial result was 11.5, repeat result was 9.6. The initial results were reported to the care providers and corrected reports reflecting the rerun results were issued. The user stated there had been no reports of injury of any type to the pts involved.

Event description:
The user noted a high bias for pt calcium results and provided data for 13 serum samples in 7 cc gel serum separator plastic tubes. Of the data provided, the results for 11 were discrepant. All repeat testing was performed on cobas 6000 (B) (4). All results are in mg per dl. Initial result was 10.2, repeat result was 8.6. The initial results were reported to the care providers and corrected reports reflecting the rerun results were issued. The user stated there had been no reports of injury of any type to the pts involved.

Event description:
The user noted a high bias for pt calcium results and provided data for 13 serum samples in 7 cc gel serum separator plastic tubes. Of the data provided, the results for 11 were discrepant. All repeat testing was performed on cobas 6000 (B) (4). All results are in mg per dl. Initial result was 11.2, repeat result was 9.4. The initial results were reported to the care providers and corrected reports reflecting the rerun results were issued. The user stated there had been no reports of injury of any type to the pts involved.

Event description:
The user noted a high bias for pt calcium results and provided data for 13 serum samples in 7 cc gel serum separator plastic tubes. Of the data provided, the results for 11 were discrepant. All repeat testing was performed on cobas 6000 (B) (4). All results are in mg per dl. Initial result was 10.8, repeat result was 9.2. The initial results were reported to the care providers and corrected reports reflecting the rerun results were issued. The user stated there had been no reports of injury of any type to the pts involved.

Event description:
The user noted a high bias for pt calcium results and provided data for 13 serum samples in 7 cc gel serum separator plastic tubes. Of the data provided, the results for 11 were discrepant. All repeat testing was performed on cobas 6000 (B) (4). All results are in mg per dl. Initial result was 10.3, repeat result was 8.6. The initial results were reported to the care providers and corrected reports reflecting the rerun results were issued. The user stated there had been no reports of injury of any type to the pts involved.

Event description:
The user noted a high bias for pt calcium results and provided data for 13 serum samples in 7 cc gel serum separator plastic tubes. Of the data provided, the results for 11 were discrepant. All repeat testing was performed on cobas 6000 (B) (4). All results are in mg per dl. Initial result was 10.0, repeat result was 8.3. The initial results were reported to the care providers and corrected reports reflecting the rerun results were issued. The user stated there had been no reports of injury of any type to the pts involved.

Event description:
The user noted a high bias for pt calcium results and provided data for 13 serum samples in 7 cc gel serum separator plastic tubes. Of the data provided, the results for 11 were discrepant. All repeat testing was performed on cobas 6000 (B) (4). All results are in mg per dl. Initial result was 11.1, repeat result was 9.5. The initial results were reported to the care providers and corrected reports reflecting the rerun results were issued. The user stated there had been no reports of injury of any type to the pts involved.

Event description:
The user noted a high bias for pt calcium results and provided data for 13 serum samples in 7 cc gel serum separator plastic tubes. Of the data provided, the results for 11 were discrepant. All repeat testing was performed on cobas 6000 (B) (4). All results are in mg per dl. Initial result was 10.4, repeat result was 8.7. The initial results were reported to the care providers and corrected reports reflecting the rerun results were issued. The user stated there had been no reports of injury of any type to the pts involved.

Event description:
The user noted a high bias for pt calcium results and provided data for 13 serum samples in 7 cc gel serum separator plastic tubes. Of the data provided, the results for 11 were discrepant. All repeat testing was performed on cobas 6000 (B) (4). All results are in mg per dl. Initial result was 10.0, repeat result was 8.4. The initial results were reported to the care providers and corrected reports reflecting the rerun results were issued. The user stated there had been no reports of injury of any type to the pts involved.

Event description:
The user noted a high bias for pt calcium results and provided data for 13 serum samples in 7 cc gel serum separator plastic tubes. Of the data provided, the results for 11 were discrepant. All repeat testing was performed on cobas 6000 (B) (4). All results are in mg per dl. Initial result was 10.8, repeat result was 9.0. The initial results were reported to the care providers and corrected reports reflecting the rerun results were issued. The user stated there had been no reports of injury of any type to the pts involved.